Event description:
It was reported, that the pump battery could not be charged. Resulting, in the pump shutting down. The customer's blood glucose (bg) was ¿high¿. However, a specific value was not provided. Bg level was addressed with a manual injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.